Manufacturer narrative:
The reported events were helix mechanism issue and unacceptable threshold. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried blood/tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray inspections found overtorque of the inner coil inside the connector region consistent with procedural damage. After cleaning, the helix could extend and retract by applying torque directly at the connector pin. The measured full helix extension length was within specifications. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and overtorque of the inner coil. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During the initial implant procedure, it was noted the right ventricular (rv) had to be repositioned multiple times due to an increased threshold, however an acceptable threshold was achieved. During an in clinic follow up following the procedure, it was noted there was increased threshold on the rv lead. Patient anatomy was suspected as the cause. During the rv lead revision procedure, it was noted the helix was unable to be extended. It was suspected the helix was clogged with blood and tissue. The rv was explanted and replaced to resolve the event. The patient was stable.